Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after a coronary interventional procedure. Reportedly, a posterior cuff miss occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition of the device could not confirm the reported cuff miss; however, inspection revealed that the link was detached at the swage end of the posterior cuff during need plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, a definitive cause could not be identified. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Lot number: corrected - changed from 21102j1 to 21102j2.